Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-66341.

Event description:
Customer reported via phone, the insulin pump had malfunctioned. Customer reported the insulin pump had alarmed no delivery. Customer's blood glucose was 185 mg/dl. Troubleshooting was performed and it was determined the device as working as designed. Customer mentioned during troubleshooting he had a serious injury on b)(6) 2015. Customer's blood glucose had dropped to 17 mg/dl. Customer stated, he didn't check his blood glucose prior to going to bed. Customer reported the paramedic brought him back from a diabetic coma and treated him with an IV. Customer didn't have the complete information in regards to the event and didn't want to wake his spouse. Customer stated he later went to his doctor and his doctor didn't think it was the insulin pump malfunctioned. Customer is not returning the device for further analysis.